Event description:
The isolette was being cleaned and it was noticed that the slide assembly was broken. This device is used to keep premature infants warm. There was no harm to a patient. No patient was in the isolette at the time the problem was identified.======================manufacturer response for isolette, drager (per site reporter).======================repaired by in house bio med employee.what was the original intended procedure?keeping premature infant warm.device #1is this a laboratory device or laboratory test?no.